Manufacturer narrative:
Correction: the serial number was documented as (B)(4) in the initial report. It has been updated as (B)(4) to reflect the correct information. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) . Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as apr 10, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning and was defective. It was further determined that the device had issues with the autoclaving, had malfunctioned and damaged. It was further noted that the device was deformed and bent. It was determined that after the battery devices were inserted into the universal battery charger device, the red symbol lite up and it was not possible to charge or refresh the battery devices. It was further determined that both battery devices showed signs of deformation by heat. It appeared that the battery devices were autoclaved together with the battery casing device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper processing for cleaning and maintenance. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that three battery devices were not working in the small battery drive device and were showing red in the universal battery charger device. According to the report, the batteries were not working so another set of small battery drive was used with the battery casing devices. There was a fifteen minute delay in surgery. Spare battery devices were available for use. There was no allegation with the small battery drive device as it functioned as expected when used with a functioning battery device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.